Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was no sound when the screwdriver was fixing the lead. The screwdriver rotated counterclockwise and could not rotate. The lead could not be removed. It was further reported that there is a possibility that the pacing leads and the implantable pulse generator (ipg) will not be able to be separated during a future ipg replacement procedure. The pacing leads and ipg currently remain in use. No patient complications have been reported as a result of this event.